Event description:
Pt taken to operating room for left femoral dissection and right femoral angioplasty. Pt had to go to the operating room at 4p on day of procedure because left femoral artery was dissected at the location of the angioseal device, artery repaired.